Event description:
A dialysis facility reported that a pt gained 5 kg during a hemodialysis treatment. The machine indicated that 3,178 ml was removed. The pt was asymptomatic and no medical intervention was necessary.